Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the cu [cardiac care unit] provider inserted a dobhoff into the left nare of the patient and was unable to remove the guide wire. Several attempts were made to remove the guide wire without success. X-ray had verified placement prior to attempting to remove the guide wire. After several unsuccessful attempts to pull the guide wire, the ccu provider made the decision to pull the dobhoff. Upon inspection the weighted tip of the guide wire was getting hung up on the junction between the clear fenestrated tip and the yellow opaque tubing.